Event description:
It was reported that during a device check the right ventricular (rv) lead was found to have high thresholds and high impedance. It was also noted that the right atrial (ra) lead had no sensing and no capture. Both the rv and ra leads were replaced. During the lead revision it was noted that the rv lead had a fracture due to clavicle crush and the helix would not retract. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 5076-35 a proximal portion was received measuring 23.5 cm. A distal portion was received measuring 23.5 cm. Analysis was performed and no anomalies were found,visual summary analysis of the lead indicated apparent explant damage, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the proximal conductor, there was blood on the distal conductor of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered with a white substance, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, the outer insulation of the lead developed a cosmetic depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID sdr303b, implanted: (B)(6) 2004. Product ID 5076-45, implanted: (B)(6) 2004. (B)(4).